Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision in which the implantable pulse generator (ipg) was explanted and replaced due to charging difficulties also wanted elective magnetic resonance imagining (MRI) compatibility. The device will not return for analysis as it was disposed by the medical facility. Patient was doing well post operation.